Event description:
While performing a lap chole, a "french fry" grasper was into abdomen. After a few times of grasping, locking and unlocking of instrument, the instrument tip broke off inside of pt. Tip was found and removed from pt without incident.